Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02459. It was reported that shaft break occurred. The target lesion was located in the tortuous right coronary artery (rca). Following the advancement of a guide catheter and a non-bsc guide extension catheter, two 2.50x16mm promus premier¿ drug-eluting stents were advanced, in unknown order, to treat the lesion. However, both catheters broke. The procedure was completed with another promus stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first 3 distal rows that were bent and overlapping. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip was damaged. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02459. It was reported that shaft break occurred. The target lesion was located in the tortuous right coronary artery (rca). Following the advancement of a guide catheter and a non-bsc guide extension catheter, two 2.50x16mm promus premier¿ drug-eluting stents were advanced, in unknown order, to treat the lesion. However, both catheters broke. The procedure was completed with another promus stent. No patient complications were reported.